Event description:
It was reported that this lead exhibited far field oversensing. The information provided stated a required intervention was performed. Due to the limited information received, further follow-up to obtain related details was not possible